Manufacturer narrative:
Manufacturer analysis: the returned product consisted of an isleeve sheath with the mandrel in the lumen and the dilator returned separately. The sheath and tip were microscopically examined. There are two split seams. The sheath material was split/torn on one of the seams starting 1.7cm from the tip and extending to the tip. The sheath material was split/torn on the other seam starting 1.1cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Device is reportable upon analysis completed on 16-december-2018. It was reported that the tip split prematurely. However device analysis revealed the sheath was torn. Obese patient with right femoral vascular access at 10cm depth. An isleeve was introduced over safari2 wire. Difficulty was experienced and the tip was noted to be split. The sheath was exchanged and an 18f non-bsc introducer sheath. Device analysis revealed the shaft was split. No patient complications were reported and the patient was released from the hospital 14 days later